Event description:
Physician reported capsular contracture, baker grade IV, on the right side discovered by ultrasound and mammography. Ultrasound identified; some folds were observed. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Phone: (B)(6), postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Crease folding of implant: creases observed on the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(4)- complaint handling.

Event description:
Physician reported capsular contracture, baker grade IV, on the right side discovered by ultrasound and mammography. Ultrasound identified; some folds were observed. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Crease/folding of implant : observed crease fold . Additional observations: deformation observed on the device. Wear abrasion observed. Brown particles observed on the device. Crease fold observed.

Event description:
Physician reported capsular contracture, baker grade IV, on the right side discovered by ultrasound and mammography. Ultrasound identified; some folds were observed. Device has been explanted and replaced with a non-allergan device.